Event description:
It was reported that a pump displayed door not fully latched alarms. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The evaluation experienced a load set alarm corresponding with the reported symptom of a "door not fully latched message" caused by a failed lower link switch. The lower auxiliary assembly was replaced.